Event description:
It was reported a patient using an h850 portable liquid oxygen device. The patient states that the device stopped delivering flow. Reportedly, the patient required hospitalization as a result of the event.

Manufacturer narrative:
The device was returned and evaluated. The unit appeared soiled and used. All visible components appeared normal. The lip seal retainer sleeve did show signs of wear. The contents indicator, normal evaporation rate and flows were all within specification. In an attempt to duplicate the reported event, the device was filled to capacity with liquid oxygen and allowed to operate in the vertical position from full to empty. The device operated within the flow specification without incident. There were no indications of liquid oxygen leaking from the unit. The device successfully completed all non-destructive functional and performance testing. The user guide warns, "oxygen supplied from this equipment is for supplemental use and is not intended to be life supporting or life sustaining. This equipment is not for use by patients who would suffer immediate, permanent, or serious health consequences as a result of an interruption in the oxygen supply."